Event description:
It was reported that the patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. On the following day, the patient was hospitalized for the reported event. The treatment for peritonitis included unspecified antibiotics (dosage, route and frequency not reported). The patient was discharged about a week later and was recovering from the peritonitis. The pd therapy was ongoing. Additional information was requested and was not available at this time. This is report 4 of 4.

Manufacturer narrative:
(B)(4). A batch review will be performed for the potentially associated lot number(s) h13f25025 and h13k08071. If additional relevant information is obtained, then a follow-up MDR will be submitted. (B)(4).

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for potentially associated lot numbers h13f25025 and h13k08071 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.